Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for post-operation check. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was repositioned without complication. There were no adverse consequences to the patient.